Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d4 (exp. Date and UDI). The product was returned with the membrane completely unfolded and blood found on the exterior and in the innerlumen. One kink was observed on the catheter tubing approximately 73 from the iab tip. The optical fiber was found to be broken within the y-fitting. The three-way stopcock and extender tubing were also returned. A sensor output test was performed, and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
N/a.

Event description:
It was reported that after placing the intra-aortic balloon (iab) the optical sensor connector was connected, but the optical sensor was not recognized, and reinserting the connector did not improve the situation. Patient was involved. No harm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4; d6a; g3; d6 investigation conclusion; h11. The product was returned with the membrane completely unfolded and blood found on the exterior and in the inner lumen. One kink was observed on the catheter tubing approximately 73cm from the iab tip. The optical fiber was found to be broken within the y-fitting. The three-way stopcock and extender tubing were also returned. A sensor output test was performed, and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d4 expiration date, h4